Manufacturer narrative:
The actual device was evaluated on site by a qualified technician. The evaluation included inspection and functional testing. The reported condition was verified. The qualified technician cleaned the wheels with wd40 and recommended that the wheels must be replaced. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup with a prismaflex machine, the wheel of the device was observed to not be smooth. There was no patient involvement. No additional information is available.